Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was implanted with two devices. One ins for back pain and one ins for sacral nerve stimulation, urinary incontinence and fecal constipation. If a change was made to one therapy the other stops working. This started at the beginning of (B)(6) 2019. Both ins¿s were checked and were working normally. It was unknown what the cause was. The patient will probably have to use one ins at a time. The devices will stay implanted. The event did not resolve. No further complications were reported or anticipated. Reference manufacturer report # 3004209178-2019-18287 for the sacral nerve stimulation ins.